Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. During the evaluation, additional adverse event reportable malfunctions with the image could not be displayed, and error e200 was identified. Additional findings were as follows: turret motor failure; front panel was cracked; lens base corruption; and the chasses was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the xenon light source displayed an error code e200 (light source) message. The issue was found during installation after returning from a previous repair. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to damage of the device and a damaged turret motor, likely as a result of mishandling. Olympus will continue to monitor field performance for this device.